Event description:
The pt received two scs leads from the same lot number. It was reported the pt was under observation by this physician due to a possible infection at his scs lead site. No infection has been confirmed, and the pt has been given antibiotics. Follow up on (B)(6) 2014 identified the physician's assistant was able to remove the surgical staples and stated the implant sites were dry, but the lead site did not look as good as the ipg pocket site. Add'l info received on (B)(6) 2014 identified the pt's physician stated the pt had completed his antibiotics, however, the pt has not been seen by the physician.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.